Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 8.3 mmol/l l at the time of incident. Customer stated that the insulin pump had a blank display and the down button was unresponsive. No significant events leading to the issues were observed. Customer reported that the display returns after the insulin pump was restarted but unable to set the the and date due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump received with all buttons responding properly. No unresponsive button error alarms noted during testing. (B)(4).